Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The dilator was considerably astringent (tight) and inserted with force, but it did not enter easily, and the hemostatic valve was damaged. The sheath was replaced and the procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hemostatic valve damage issue was assessed as MDR reportable for a hemostatic valve separation issue. The resistance with sheath issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote.

Manufacturer narrative:
Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 31-aug-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Device evaluation was completed on 08-sep-2022. It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The dilator was considerably astringent (tight) and inserted with force, but it did not enter easily, and the hemostatic valve was damaged. The sheath was replaced and the procedure was completed without patient's consequence. Additional information was received on 01-sep-2022. There was no physical damage on the sheath/catheter/dilator due to the resistance. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked, or completely blocked. The catheter/dilator was not able to be moved through the sheath. The hemostasis valve (gasket) became dislodged inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. The product involved: vizigo sheath the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator was returned, and kinks were observed. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodgment is related to the resistance reported by the customer. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001165705 during an internal review on 06-sep-2022, noted correction to the 3500a follow-up #1 as the following information was omitted in "h10. Additional manufacturer narrative". Additional information was received on 01-sep-2022. There was no physical damage on the sheath/catheter/dilator due to the resistance. There was no occlusion when irrigating the sheath. The sheath was not narrowed, partially blocked, or completely blocked. The catheter/dilator was not able to be moved through the sheath. The hemostasis valve (gasket) became dislodged inside the hub. The hemostasis valve (gasket) did not break into two or more separate pieces. Air did not enter the patient¿s body. Therefore the "h6. Medical device problem code" was updated to remove "device-device incompatibility (a1702)" and added "obstruction of flow (a1409)".